Event description:
Per clinical review: the user reported an issue with their heart lung machine (hlm). They reported audible alarms with no description showing on the screen. This occurred during cardiopulmonary bypass (cpb), but it did not cause a delay and surgery was completed successfully. There was no injury or blood loss. The manufacturer's clinical specialist called the sales representative to get clarification as to what they thought the audible alarm was and was referred to the biomedical engineer who also didn't know the source of the alarm. The perfusionist stated that the alarm was related to an issue with the yellow level sensor as the alarm would give an audible prompt for no reason. This was while there was adequate volume in the reservoir and there was no issue observed with the level sensor pads. The case was completed with the level sensor active as the issue was intermittent.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr observed that the user facility was using a medtronic reservoir. It is possible that the level sensor mounting tabs were not adhered to the reservoir and pulled away during the case. The perfusionist was notified of the proper steps to attaching the mounting tabs prior to the start of the case. The issue reoccurred. The fsr returned and replaced the yellow level sensor. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the yellow level sensor to lab use only (luo) testing equipment. The testing fixture had water inside and the level sensor was tested by tilting the fixture to put water or air in front of the sensor. The sensor did not communicate any unexpected low-level alerts. Agitating and flexing the level sensor cable did not produce any unexpected alerts. It was determined that the yellow level sensor functioned as intended. Per data log review: on (B)(6) 2022, while in the perfusion screen with level detection turned on, the alert probe status changed to uncoupled back to coupled multiple times. This will cause a level not attached alert. This was likely what the user was reporting, and the log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) had an audible alarm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical engineer, there was no error message displayed when the hlm was alarming.